Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported they had a return of symptoms of bladder for urgency and incontinence a couple of days ago and needs help with their programmer. Pt is getting poor communication and she doesn't know what that means. Troubleshooting/syncing with the programmer showed the program was set to program 4 at 1.6 volts, but the ins was off. It was explained that therapy needs to be on for it to be effective. Patient services had pt turn stim down to 1.0 volts before she turned it on. She turned it on and increased to 1.2 volts and she could feel stim. She said she could feel in her toes. Reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with hcp (healthcare professional). Consider completing voiding diary to track progression/therapeutic response. Pt said she didn't know how it got shut off. When asked if she was trying to adjust it a couple days ago and she said yes, and said she might have accidently turned it off. No further complications were reported or are anticipated.